Event description:
It was reported that during a wisdom tooth procedure, the head of the bur broke from the shaft. It was also reported that the broken piece was removed and there were no pieces left behind in the patient. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this MDR was returned for eval, it was visually confirmed that the bur broke at the joint between the head and the shank. The mfg records for the product was reviewed, no issues were identified which may have contributed to this alleged event.